Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) and a chronic right ventricular (rv) lead were associated with a report of high out-of-range shock impedances. The patient had experienced varying in-range shock impedances since the ICD was implanted seven months previous. The patient's health care provider and a bsc technical services consultant (ts) discussed troubleshooting and programming options, and the patient was seen clinically; a defibrillation threshold test was conducted, and the patient successfully converted at 21-joules with an-range shock impedance measurement recorded. Subsequently, a remote monitoring alert was triggered for a high out-of-range shock impedance measurement; the representative reported that after discussing the new alert with the physician, he elected to continue monitoring with no pending plans for additional evaluation or induction testing. There were no reports of adverse patient effects, and the lead and device remain implanted and in service. Additional information indicates that subsequent out of range measurements were detected. The patient was internally checked and tracked via latitude. No extra procedures or testing has been performed. According to the pace art records, the ranges were normal on the shock lead.

Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The device was explanted electively approximately two years later. There have been no additional allegations reported. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.